Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1, 2.2, 3.1, 3.2, 4, 5, and 6 were not opening, the refrigerator door had failed and required maintenance. A field service engineer found that all devices in main and smart remote manager (srm) were not on the bus and confirmed that the auxiliary unit was not affected. Then the fse troubleshooted and identified matrix drawer 6 as the issue. The controller was replaced and configured, full inventory was completed, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1, 2.2, 3.1, 3.2, 4, 5 and 6 were not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1, 2.2, 3.1, 3.2, 4, 5 and 6 were not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.